Event description:
On (B)(6) 2010 patient reported she has trouble with the check mark key when she primes the infusion device. Educated the patient that she has to press and hold the check mark key to get the prime to start. Patient stated she does this and half of the time it doesn't work. Patient reported the check mark key does not always respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare provider or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.